Event description:
Report states, "using hemopro endoscopic vein harvesting (evh) disposable, a piece broke of the bullet tip in pt's thigh. Extra time required to find broken piece, then 2-3 cm incision was made to retrieve the piece, match with tip and confirm that all pieces were accounted for. Harvesting of saphenous vein for CABG. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)." No info was provided by the customer regarding pt effects or whether the product will be returned to maquet cardiovascular. We will continue to pursue obtaining additional info with the customer.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)